Manufacturer narrative:
Continuaton of medical devices: sedr01 ipg implanted (B)(6) 2012; 5076-52 lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for under and over-sensing on the right atrial (ra) lead during high rate episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.